Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Final analysis of the pump found multiple motor stalls and recoveries in the logs. During internal decontamination, the pump motor stalled and later recovered. During destructive analysis, significant residue and shaft wear was found on the upper shaft of gear 2. Also, there was some residue found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. It was stated that the stalls were due to shaft-bearing.

Event description:
It was reported that the pump sounded its critical alarm on the morning of (B)(6). The patient went to the emergency room (ER) on because he was experiencing withdrawal symptoms. At the ER, the patient was given a dilaudid injection and was later brought in for an appointment on the day of report. Upon interrogation of the pump, it was seen that the motor had been stalled since (B)(6) and the ¿stopped pump period may exceed tube set¿ was triggered on (B)(6). At the time of report, a motor stall recovery had not occurred. It was stated that the patient had not been around any electronics or been at the airport around the time of the stall. He was at home that day because of the stomach flu. It was also noted that, on (B)(6), the patient had a portable CT scan performed on his stomach because he was so sick. The device system was used to deliver dilaudid. It was later reported that the pump was replaced, as attempts to restart the pump had been unsuccessful. The patient had presented with increased pain, nausea, shakiness, sweating, less than 50% therapy relief, and flu-like symptoms. It was noted that the patient had been hospitalized.